Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a permanent signal loss related to the reported transmitter. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter had voltage. A review of the downloaded data log confirmed the reported event of a pairing failure. The root cause was determined to be a defective transmitter.